Event description:
Medtronic indicated that the customer experienced hypoglycemia. Blood sugar went down to 40mg/dl. Tech support team tried to reach the customer 2 times but was only able to leave a voicemail. No further information on treatment and auto-mode feature on/off status. Unable to perform troubleshooting since the customer did not answered the call. It is unknown whether the customer continue/discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.